Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the account: an x-ray was performed to locate the needle.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a total laparoscopic hysterectomy, the device initially failed to open after going through tissue. Once opened, the needle was still in the jaws. The device was locked and as the surgeon was pulling to cinch that suture down with the device, it pulled straight out and the needle was separated from the end of the suture. The needle did fall into the patient cavity, but was not left in the patient. To correct this condition, an exploratory laparotomy to find the needle. The patient is okay

Manufacturer narrative:
(B)(4).

Event description:
Medical affairs spoke with the oncologist concerning this case. According to the physician, the needle became embedded in the cuff. He stated he used this device in one side of the vaginal cuff and then the other side of the vaginal cuff for closure. Following the needle getting stuck within the tissue, he used fluoroscopy for about an hour and did do cystoscopy then the decision was made to leave this needle, as the risk outweighed the benefit. The patient reportedly does not have cancer, but had dysmenorrhea preoperatively. He stated she is an otherwise healthy lady whose vaginal cuff was thicker than his usual patients. The patient has presented post-operatively with pain and has been on norco for 1.5 months that was recently stopped. He did do a CT scan to rule out an acute process. The patient is now wanting removal of the needle. The 9mm needle is felt to be inside the vaginal stoma. He is unable to palpate this on physical exam.